Event description:
The advocate stated the customer tested his blood glucose and received a reading of 500 mg/dl using his contour meter. He retested his glucose using another meter and received a reading of 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.